Event description:
Health care professional (hcp) reported receiving continuous balance alarms while the patient was receiving continuous venovenous hemofiltration (cvvh) on this baxter accura device. The patient was ultimately removed from the machine. Hcp reported the patient expired, but not while connected to the machine. However, the exact time of death was not available. The hcp reported the patient's death was not unexpected as the patient was in very poor health. Hcp indicated the patient's death did not have anything to do with the accura system or baxter products.